Manufacturer narrative:
Correction to d10.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.

Event description:
It was reported that patient experienced a staphylococcus infection at the incision site. As a result, intervention was undertaken on (B)(6) 2024 wherein the incision site was cleaned out. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.